Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a hole in it that caused fluid to leak out during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "there are reports of a hole or leaking coming from the catheter or catheter hub. "There have now been a couple of sa that are placed due to this there being a hole where the straw and plastic connect and its leaking out... Is there any patient involvement? No patient touched the IV cath at all. It was a 70 day old baby and toddler. Is there any adverse event on patient/user? No."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.